Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Unknown star meniscal bearing surface: 8mm. (B)(4).

Event description:
Cyst formation (foreign body reaction). No treatment was prescribed.

Manufacturer narrative:
All implants were classified as primary products during investigation. No deviations were found during review of the manufacturing and inspection documents (DHR). The implants were documented as faultless prior to distribution. The available information included that cyst formation was detected after ~9 years. Cysts were already evaluated by a hcp in the statement ¿clinical results of the star ankle prosthesis, page 70, 71¿: ¿cyst formation (bone resorption) (0 ¿ 16 %) [1, 6, 9, 10, 12, 13, 15, 17, 20, 24, 27, 28, 30] spontaneous bone resorption and cyst formation represents a significant problem in ankle arthroplasty. The symptoms may be mild and will not require specific surgical measures, but in many cases revision surgery with bone grafting may be required. In advanced cases cyst formation may cause a collapse of the arthroplasty requiring implant removal and ankle fusion.¿ additionally the case was evaluated by a product expert from the development department: ¿this is a known complication and risk in the scientific literature. The exact source is unknown. Researchers believe that it is due to poly wear debris and/or fluid hydraulic pressure in the joint.¿ nevertheless, osteolysis and/or other periprosthetic bone loss (like cysts) are adverse effects and may require medical or surgical intervention (therefore listed in the IFU). Conclusion: based on the evaluation a manufacturing fault was not found but a correlation between the implant and the cyst cannot be excluded. The case represents a recurring issue for the sliding core and tibial component and will be monitored and evaluated according to pms trending procedure dqi 13-004. Discrepancies were detected during risk analysis review; nc#937715 was already initiated. No other non-conformity identified; no previous or actual actions are in place.

Event description:
Cyst formation (foreign body reaction). No treatment was prescribed.